Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03130. It was reported that a broken coil occurred and snaring of a coil was performed. A 6mm x 20cm interlock¿ and a 14mm x 30cm interlock¿ were used for an embolization procedure. During procedure, two coils were deployed without any problem. Upon deployment of a 6mm x 20cm interlock¿, the coil was unable to release and pull back was performed. However, the coil "broke up in several filaments". The coil was withdrawn from the patient without complications after several attempts. Deployment of a 14mm x 30cm interlock¿ was then attempted. It was then noted that the coil was unable to release out of the microcatheter and pull back was again performed. However, the physician experienced difficulty withdrawing the coil. A snaring device was then used to pull the coil back successfully. The procedure was stopped at this point. There were no patient complications reported.